Event description:
The customer tested her blood glucose using her 2 contour meters and received readings of 150 and 64 mg/dl the difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer refused to troubleshoot either contour system. She alleged that the meter that gave the higher reading was not correct and wanted the meter replaced. The meter is to be returned for evaluation. A replacement meter was sent to the customer.